Manufacturer narrative:
(B)(4). Date sent: 07/23/2025. D4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60b reload was received unfired with the pan damaged and bent, and with damage on reload deck. Besides, an additional staple was observed in a pocket. No functional test was performed due the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. The additional staple observed in the pocket is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device gst60b with lot number 913c51; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cystectomy procedure, it was observed that the device could not be fired. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.